Event description:
It was reported that air leak device malfunction occurred. During a pulmonary vein isolation procedure, a farawave catheter was inserted into the patient anatomy via a faradrive steerable sheath. While aspirating the faradrive steerable sheath, air was observed within the sheath flush, and an air leak persisted despite multiple aspiration attempts. Faradrive steerable sheath was replaced with a new faradrive steerable sheath to continue the procedure. No patient complications were reported.